Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q7, q8, q12, and q6 on the defibrillator board, causing thermal damage to multiple components on the defibrillator and computer/analog pcas. The root cause for the shorted igbts could not be positively identified. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a thermally damaged esd700 diode array on the distribution node pca. The root cause for the shorted diode array could not be positively identified. No adverse event resulted from the defective monitor and electrode belt.

Event description:
A us distributor returned a patient's monitor and reported that it was unable to power on. The patient's electrode belt was also returned for an unrelated reason. Upon investigation, a reportable malfunction was found. The electrode belt was unable to communicate with a monitor.